Manufacturer narrative:
(B)(4). Device evaluated by MFR.:returned product consisted of a solent omni thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Blood was present outside and inside the device and in the waste bag. Inspection of the device revealed that there were numerous kinks through the shaft of the device. The shaft was flattened 35.5cm ¿ 37cm distal of the strain relief. The shaft was also broken with the hypotube broken protruding from the shaft 36.5cm distal of the hypotube. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to prime and the ¿check saline¿ error was displayed on the console; however, there were no leaks in the console but the shaft leaked where it was broken. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact (B)(4).

Event description:
Reportable based on device analysis completed on 16 feb 2018. It was reported there was a saline leak, an error message displayed and the device was not able to prime. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the left lower extremity vein. When the catheter primed for 12 seconds outside the patient, the system alerted "the saline was filled". Then the physician reset the system several times, however, the issue persisted and the catheter still could not complete prime. There were a lot of saline under the pump. There were no any visible defects on the catheter and console. The procedure was completed with another different device. The patient was stable without any complications. However, device analysis revealed a broken hypotube and shaft.